Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Patient code: (B)(4)-secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11/1.5/80 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damge to the lens. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to "excessive vaulting". A new lens of longer length was implanted instead and the problem was resolved. Additional information has been requested but none have been forthcoming. (B)(4)